Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed), stating that the system controller would shock them every now and then. They stated there was no overheating and it would happen randomly, like a static shock. Upon interrogation there were no alarms and the patient did not present with any symptoms. There was a slight tear in the driveline exit site which was reinforced with rescue tape. Log files were submitted for review and captured routine events. There were no notable alarm conditions or parameter changes, and the log file did not show any alarms that would indicate a controller issue.